Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks. The right ventricular (rv) lead has chronically high out-of-range pacing impedance measurements. The device system was explanted and replaced.